Event description:
It was reported "leaking air found from cuff prior to use". No patient involvement reported.

Manufacturer narrative:
(B)(4). The actual sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports: "the complaint sample was received. The outer profile of the product was standard and normal. Leak test was performed to the complaint sample. Presence of bubble was identified when it was immersed in the water. The leak was found at the joint between cuff spigot to inflation line joint." A device history record review was performed and no relevant findings were identified. The manufacturing site reports the root cause of the failure was manufacturing related. A non-conformance was opened to address the issue.

Event description:
It was reported "leaking air found from cuff prior to use". No patient involvement reported.

Manufacturer narrative:
(B)(4).